Event description:
It was reported that during an anterior bankart left shoulder procedure, one of the wings of the gemini cannula broke off during insertion after it was deployed. The surgeon tried to locate the missing piece and then made a small incision. The piece was not retrieved and remains in the patient.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. At this time the cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained from the evaluation, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected, but not yet received.